Event description:
It was reported that the user experienced hyperglycemia while the ilet was in bg run mode due to a sensor not pairing over bluetooth, which was subsequently resolved when the sensor was prompted to reconnect after an initial pairing timeout. Symptoms included elevated blood glucose with a reported peak of 273 mg/dl and no acute clinical sequelae. Outcomes included transient hyperglycemia lasting approximately 30 to 60 minutes without use of backup therapy, ketone testing, professional medical intervention, or other assistance. Investigation included troubleshooting and user education regarding sensor pairing and device connectivity. Investigation of this case revealed a connectivity interruption during initial sensor pairing that was corrected through successful reconnection. It was concluded that hyperglycemia occurred with cause unclear relative to device performance given the temporary loss of sensor data and subsequent restoration of function. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.